Event description:
It was stated that a day prior to the date of this report patient was mopping and when she bent down ¿something in her belly popped.¿ when she looked down, her pump was sticking out rather than lying flat. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was further reported that the patient has had the pump for one and half years and it had flipped over three times already. There was inquiry if there was some way to keep it from doing this. It was then reported that the physician had recommended that the patient contact the company as the physician had yet to receive an answer from his contact person. The patient further clarified that the pump only had one place to anchor. Due to this ¿misfortune¿ the pump kept flipping over. The physician had tired putting in extra sutures to hold it in place but this too has failed. The pump reportedly had been moved to three different locations in addition to the extra sutures. The patient reported to be very active, participating in many sports and activities, which was why the patient opted for a pump to administer her medication. She reported she need to be control the pain and still be alert to understand what she was doing. However, the patient was not able to return to sports since she got the pump because it kept flipping over every time she returned to practice.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated event type.